Event description:
It was reported that an unspecified number of bd vacutainer® sst¿ blood collection tubes experienced poor barrier separation of sample during use. The following information was provided by the initial reporter: material no. 367986. Batch no. Unknown. Bd sst tubes- noticing upon filling the vacutainer tubes. (This is before they attempt to spin.) That the tubes are spinning down but there seem to be excessive ¿blood streaks¿ and fibrin after spinning.

Manufacturer narrative:
H.6. Investigation summary bd had not received samples or photos from the customer facility for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. H3 other text : see section h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that an unspecified number of bd vacutainer® sst¿ blood collection tubes experienced poor barrier separation of sample during use. The following information was provided by the initial reporter: material no. 367986, batch no. Unknown. Bd sst tubes- noticing upon filling the vacutainer tubes. (This is before they attempt to spin.) That the tubes are spinning down but there seem to be excessive ¿blood streaks¿ and fibrin after spinning.